Manufacturer narrative:
A review of the manufacturing paperwork has been completed. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this pt underwent endovascular repair using gore excluder aaa endoprostheses. A reintervention took place in 2009, due to a proximal type I endoleak. The endoleak resolved and the pt is doing fine.